Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (44 mg/d). Reportedly, the customer was eating hospital food and did not eat enough. Customer was in the hospital due to other medical issues that were not related to the pump or diabetes. Customer ate carbohydrates to address low bg levels, and customer's health care professional adjusted the pump settings. Customer attempted to request a bolus for 45 grams of carbohydrates and received a 25 unit max bolus alert. During troubleshooting with tandem technical support, it was found that the carbohydrate feature had been turned off. Due to this, the customer had attempted to request a 45 unit bolus. Reportedly, the customer's health care professional may have accidentally turned the carbohydrate feature off when adjusting the pump settings. Tandem technical support guided the customer through turning the carbohydrate feature back on. Customer's blood glucose level was 236 mg/dl.